Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01536 / 01537).

Event description:
Patient underwent a right knee revision procedure approximately twenty years post-implantation due to poly wear, misalignment of the femoral component as a result of the poly wear, and metallosis. All components were removed and replaced.